Event description:
Via the article: "the utility of home tonometry for peri-interventional decision-making in glaucoma surgery: case series." American journal of ophthalmology case reports. It was reported the events of "around 6 months after xen®45 gts implantation in the left eye, home tonometry noted iop spikes of 26 mmhg, which were confirmed in-clinic one month later and resulted in an additional glaucoma tube placement." This is the same article reported under MDR ID # 3011299751-2022-00189 (allergan complaint #pr (B)(4)). This MDR is being submitted for case 5.

Manufacturer narrative:
(B)(4). Article citation: mcglumphy, e. J., chaya, c. J., wirostko, b. M., & johnson, t. V., "the utility of home tonometry for peri-interventional decision-making in glaucoma surgery: case series." American journal of ophthalmology case reports. 28 (7 september 2022) 101689. Https://doi.org/10.1016/j.ajoc.2022.101689. Multiple requests for further information have been made. Allergan has received no response from the authors. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.